Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k)# isk093745.

Event description:
The lay user / patient contacted lfs (B)(6) alleging inaccurate readings on their verio pro meter compared to their one touch ultra meter. The patient obtained a 9.9 mmol/l on the verio pro meter and 7.3 mmol/l on the ultra. The result was greater than 30% or 30 mg/dl. Another result of 4.8 mmol/l on the verio pro meter and compared it to an ultra meter reading of 3.4 mmol/l. Readings were all done less than 30 minutes from one another. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The product was replaced. The complaint is being reported since the 9.9 mmol/l on the verio pro meter compared to the ultra meter result of 7.3 mmol/l was greater than 30 mg/dl or 30%.